Event description:
New information received notes that non-sustained oversensing episodes due to myopotential oversensing were observed via egms. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two non-sustained rv oversensing episodes were observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. Patient is being monitored remotely.